Manufacturer narrative:
This supplemental report was created to capture additional information. Additional information indicated that this lead not implanted successfully due to inability to retract the helix. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to inability to retract the helix.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to inability to retract the helix.

Manufacturer narrative:
This supplemental report was created to capture additional information. Additional information indicated that this lead not implanted successfully due to inability to retract the helix. This complaint no longer meets reportable criteria. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found deformed helix and dried body fluid and tissue in the helix housing. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations.